Event description:
When removing seroma drain catheter the 10 mm tip remained within the subcutaneous tissue. (Tip of catheter sheared off at level of distal perforations.) Plastic surgery staff was contacted after the patient was informed. Radiology physician then spoke with plastic surgeon by phone to review the incident. He requested that the staff in plastics prescribe her a course of antibiotics as she was not due for her surgery for several weeks and the catheter fragment was not visible at the skin. The site of the location of the catheter fragment was marked on the skin and the plastics staff photographed the patient's affected (left) reconstructed breast to aid in localization at the time of surgery.